Event description:
It was reported that the lead was removed due to impedance changes in the hvb and svc coils. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on several conductors (not obstructed). It was noted that the defib conductor was distorted, the outer insulation had a cosmetic cut and a cosmetic depression, the lead was stretched, and there was apparent explant damage.